Event description:
Per the clinic, the patient underwent a skin debridement surgery on (B)(6) 2020 and (B)(6) 2020 in order to remove the granulation tissue.

Manufacturer narrative:
This report is submitted on may 05, 2023.